Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
The reason for reoperation was reported to be due to a deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold, wear abrasion and opening curved on anterior leak test and microscopic analysis was performed which identified a striated opening on anterior, sharp opening plug strap, non-penetrating nicks and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a striated opening on anterior due to surgical damage consist in the use of some surgical tool and a sharp opening on anterior (plug strap disk shell) due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.